Event description:
(B)(4). Hair loss. Excruciatingly painful periods, pain during sex. Stabbing pain in lower left side. Pain in joints. Metallic taste in mouth. Device was implanted in my gyn office and was provided by insurer (B)(6) 2012 device was removed on (B)(6) 2014.